Event description:
Patient reports incision opened when the patient crossed legs. Subsequent follow up with physician on (B)(6) 2022 revealed possible infection. Physician prescribed a new antibiotic.